Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
This report is to advise of an event observed during initial visual inspection confirming a damaged catheter tip electrode.

Manufacturer narrative:
Additional information: g4, g7, h2, h3, h4, h6, h10. Tip damage was observed on the device. Microscopic inspection of the distal tip revealed a deformation to the tip electrode. It appeared that the tip electrode was dented or compressed and not broken/chipped off during the procedure. The cause of the reported issue remains unknown. The reported loss of contact force issue was confirmed. Optical fibers 1-3 did not meet specifications for optical properties and no contact force was displayed when the catheter was connected to the tactisys quartz unit. No log files were received, therefore, how or when contact force was lost was unable to be confirmed. The device did not meet specifications during a shaft leak test. The cause of the reported issue is consistent with the detected signal loss in fibers 1-3 and fluid ingress proximal to the distal tip. The cause of the shaft leak could not be conclusively determined and remains unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.